Manufacturer narrative:
Date sent: 09/14/2007. Eval summary: the hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Additionally, the hand piece no longer meets the specifications for continuity, phase margin and frequency. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bariatric procedure, the handpiece stopped working. The handpiece was swapped with another handpiece and the case was completed with no patient consequence.